Event description:
The customer alleged that the device started reading a baseline pressure of -10cmh20. The co's customer support engineer inspected the device and was unable to duplicate the alleged event, but replaced the autozero solenoids as a precaution. The unit passed extended self testing. It is not verified that the baseline pressure changed as reported, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.